Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced syncope. The right ventricular (rv) lead exhibited unstable thresholds, intermittent non-capture, low impedance, insulation damage and noise. The right atrial (ra) lead was also noted to be exhibiting noise. The leads remain in use and a revision is planned for the rv lead. No further patient complications have been reported as a result of this event.